Manufacturer narrative:
Results: the returned catrx was fractured at approximately 115.0 cm from the hub. Conclusions: evaluation of the returned catrx confirmed a fracture. If the device is forcefully retracted against resistance, damage such as this may occur. The guide catheter used in the procedure was not returned for evaluation; therefore, the root cause of the initial resistance was unable to determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician made two passes with the catrx and a guidewire. Upon completion of the final pass with the catrx, after successfully aspirating the thrombus, the physician was removing the catrx and experienced resistance inside the guide catheter. Subsequently, the catrx broke into two pieces within the guide catheter. It was reported that one piece remained approximately halfway between the distal tip of the guide catheter and the hub. The physician then introduced a second guidewire and removed the guide catheter and the catrx together from the patient. The procedure was then completed using a new guide catheter. There was no report of an adverse effect to the patient.